Event description:
It was reported that the customer's pump screen was not functioning and would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, but the pump screen remained unresponsive. Consequently, a replacement pump with updated software was sent to the customer. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer understood the instructions for returning the defective pump and acknowledged the need to program settings into the replacement pump.